Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 185 mg/dl on their blood glucose meter. The consumer immediately performed three add'l tests using the same meter and strips getting the following results of 206 mg/dl, 181 mg/dl, and 255 mg/dl. During the call to customer support, a control solution test was performed showing the test strips to fall in range. The difference in the readings was determined to be clinically significant. The meter and test strips in question will be returned for eval.